Manufacturer narrative:
The lens was returned for evaluation. Visual inspection of the lens found both haptics bent. The cause of the damage could not be determined. Functional testing could not be performed due to the damage. The lot history record was reviewed and there were no non-conformities or anomalies related to this complaint. Based on the information provided the exact root cause could not be determined. However, it is possible that user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.

Manufacturer narrative:
The lens has been returned and is currently under evaluation. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that upon insertion of the iol into the eye one haptic was noted to be bent. The incision was enlarged, no sutures necessary. A backup lens was implanted with no issue. The patient received the usual post-op treatment and the prognosis is very good. According to the physician, loading error was the likely cause of the event.